Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 42 mg/dl and was taken to the hospital for assistance. Customer stated that her insulin pump was alarming button error, had incorrect settings and she had a over infusion of insulin. Nothing further was reported.